Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring cutter cut through the anterior and posterior wall of the aorta. The pt was put on the heart lung machine. The surgeon deployed the heartstring seal in the anterior hole to complete the anastomosis. The posterior hole was repaired by sewing a vein patch over the hole. The surgeon did not think the pt effect was related to the device and admitted that the pt's aorta was less than 2.5 cm. The instruction for use-contraindications state, "do not use the heartstring ii proximal seal system on pts with aortas less than 2.5cm in diameter." The pt is doing fine now and is extubated.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for eval it will be difficult to confirm the reported problem. A lhr review cannot be performed because the lot number was not provided by the hospital.